Event description:
Laparoscopic hysterectomy - "the distal tip of the trocar broke off (chipped) when the put instrument through. The scrub sister claims that we broke the bipolar instrument cause it hooked on the ship and pulled the sleeve/cover off."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.